Event description:
Reporter indicated that patient has an infection in their neck and chest. The patient is currently taking antibiotics and pain medication. Fluid has accumulated in the chest, but the physician has chosen not to aspirate. There are no plans to explant.